Event description:
The customer called for help with her meter. While troubleshooting, control tests were performed and the customer received results of 285 and 296 mg/dl. The normal control test range was 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.